Event description:
The pump was confirmed to be flipped. The catheter was confirmed to be dislodged. The pump and catheter were revised. The device system was used to deliver dilaudid and clonidine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).